Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "loosening of tibial component. Implanted new tibial tray."

Manufacturer narrative:
An event regarding revision involving a triathlon baseplate was reported. The event was confirmed through medical review comment by a clinician consultant. Method & results: device evaluation and results: not performed because the device was not returned for evaluation. Medical records received and evaluation: the medical review comment indicated there are only medical records and they detail mostly the revision surgery performed and follow-up thereafter. There is no factual information about factors potentially contributing to failure although the fact of loosening was confirmed also during this revision. This patient had already revision surgery before although no intervals or types of devices were reported. As such, it would be likely that the problems present post primary were not solved during the previous revision and thus recurred despite the use of ts devices. As such no info is available to solve this case for cause of loosening and x-rays are clearly required to solve this aspect. Unfortunately, this case cannot be solved with the current information. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. The medical review comment indicated there are only medical records and they detail mostly the revision surgery performed and follow-up thereafter. There is no factual information about factors potentially contributing to failure although the fact of loosening was confirmed also during this revision. This patient had already revision surgery before although no intervals or types of devices were reported. As such, it would be likely that the problems present post primary were not solved during the previous revision and thus recurred despite the use of ts devices. As such no info is available to solve this case for cause of loosening and x-rays are clearly required to solve this aspect. Unfortunately, this case cannot be solved with the current information. The exact cause of the event could not be determined as insufficient information was provided. Further information such as product lot information, product return, pre and post-operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "loosening of tibial component. Implanted new tibial tray."